Event description:
Healthcare professional reported left side "capsular contracture baker grade iii." Healthcare professional later reported "capsular contracture baker grade ii/iii, and implant found to be ruptured and heterogeneously dense, which may obscure small masses with mammogram." Patient undergone capsulectomy. Device has been explanted and not replaced.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaints are: - rupture: observed, opening assessed as fold flaw opening. - capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease, wear abrasion and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted on CPR trackwise. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii/iii, rupture.

Event description:
Healthcare professional reported left side "capsular contracture baker grade iii." Healthcare professional later reported "capsular contracture baker grade ii/iii, and implant found to be ruptured and heterogeneously dense, which may obscure small masses with mammogram." Patient undergone capsulectomy. Device has been explanted and not replaced.